Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that while tfna nail to nof. Case was uneventful, implantation of all devices was carried out as per surgical technique. Following completion of the implantation the surgeon then wanted to detach the insertion handle and its connection screw from the nail. The connection screw was very difficult to turn to disengage it from the nail requiring a lot of force. It made a lot of metal on metal squeaking noise and took a lot of turns and a lot of force to disconnect it from the nail. At one stage it appeared to half disconnect from the nail but was still hanging on to the nail by a couple of threads and would not detach even though some lateral shunting of the insertion handle was evident on the image intensifier shot relative to the nail in the patient. Eventually through more force the connection screw eventually let go of the nail and the insertion handle was able to be removed from the patient and the nail was left in situ. No effect expected on implant fixation achieved. Three minutes delay in case. Additional information will not be provided. This complaint involves one part. This report is 1 of 1 for (B)(4).